Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the pump was plugged in to charge. Additionally, it was reported that the pump did not correctly calculate a bolus. The customer declined further troubleshooting with tandem technical support regarding the bolus calculations issue, therefore no additional information could be obtained. Customer's blood glucose level was 84 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.